Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pain upon removal - vagina [vulvovaginal pain]. Pain upon removal - tampon [medical device site pain]. Pain upon removal of tampon [complication of device removal]. Tampon cord detached [device breakage]. Case description: consumer reported via phone that the tampon cord detached. No serious injury was reported.